Manufacturer narrative:
Combination product: yes.

Event description:
Rv channel on the lead shows low pacing impedance, low sensing, noise on v channel and short interval count substantially increased as of (B)(6) 2025. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Additional report of insulation issue, no sensing or capture. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.